Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented after inappropriate shocks due to ventricular fibrillation (vf) detection caused by noise in the right ventricular (rv) channel. In addition, the right ventricular (rv) lead threshold was difficult to be measured due to the noise. A loss of capture was noted at approximately 2 volts. Additionally, there was high impedance, short interval counts (sic), and very rapid non-sustained tachycardia episodes detected resulting from a possible fracture. The rv lead was capped and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy, a lead impedance out of range alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that beginning (B)(4) 2014, the sensing integrity counts up to 186 with ventricular fibrillation (vf) and high rate non-sustained tachycardia (nst) episodes with evidence of lead noise oversensing and inappropriate shock. In addition, on (B)(4) 2014, the rv lead impedance measured 11936 ohms resulting in an rv lead warning for lead impedance out of range.